Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) one day post implant. The root cause of the loc was suspected to be related to a potential lead micro-dislodgement, however, this has not been confirmed. A health care professional (hcp) planned to reprogram the associated implantable cardioverter defibrillator (ICD) to vvi mode with atrial discriminators off. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.